Event description:
It was reported that a user survey indicated a fast drop in blood glucose attributed by the reporter to a change of insulin while using the ilet system. Symptoms included hypoglycemia. Outcomes included the need for glucagon administration. Investigation included a review for adverse event patterns and assessment for device performance issues based on available complaint information. Investigation of this case revealed no confirmed device malfunction or component failure and the event remained cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.